Manufacturer narrative:
(B)(4) - upon further review, it was determined that the correct manufacturer awareness date was (B)(6) 2014, not 08/15/2014 as previously reported.

Event description:
Per independent repair center the unit has low o2 or yellow light. The key failure is the sieve beds are dusty. Additional malfunction is the 4 way valve is contaminated.